Event description:
A report was received that a pt was experiencing swelling at the pocket site. The pt went to the emergency room and was prescribed antibiotics. Additional stitches were placed to further close the incision. The pt's symptoms have since subsided, and the pt is reportedly doing well.